Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that one of the haptics was bent and could not be properly positioned in the patient¿s eye. In order to avoid future complications, unspecified new lens was implanted, and the procedure was completed on the same day. Additional information was requested, yet no new information was received.